Event description:
Allergic reaction 48hrs post morpheus8 treatment.

Manufacturer narrative:
Clinic reported of a patient sustaining intense allergic reaction 48hrs post morpheus8 treatment. Investigation is ongoing. (B)(6)2025: fu report is submitted with investigation conclusions. The customer confirmed this to be an isolated incident and hence the device was not inspected. Investigation concluded that the allergic reaction was most probably triggered by the blt cream, and further exacerbated by the aggressive treatment parameters used during the procedure. As the treatment was performed during the initial training, the trainer was reiterated regarding adherence to the recommended treatment protocols. Patient healed.

Manufacturer narrative:
Clinic reported of a patient sustaining intense allergic reaction 48hrs post morpheus8 treatment. Investigation is ongoing.

Event description:
Allergic reaction 48hrs post morpheus8 treatment.